Event description:
It was reported that the stenoscop system had trouble initializing and that the interconnect cable was presenting difficulty connecting to the system. These problems created delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be reproduced nor be verified. The monitor handles were found to be broken but were unrelated tot he original complaint. The handles were replaced. The system was tested and found to be working as intended and placed back into service.